Event description:
It was reported that the device exhibited premature eri. The device was programmed to high output settings.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.